Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was identified as organosilicon and protein. Foreign material remaining in the device was attributed to incorrect reprocessing. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: IFU states detection methods operation manual chapter 3 preparation and inspection. IFU states preventive measures in reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had poor water/ air delivery and poor suction. The device was returned for evaluation. During the device evaluation, the foreign object that came out of the air supply channel was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: water tightness was lost due to a scratch on the distal end, suction cylinder was shaved, objective lens had discoloration, control unit had discoloration, the play of the up/ down knob was out of the standard value, bending angle in up direction did not meet the standard value due to wear of the angle wire, due to adhesive between the light guide lens and distal end the water tightness was lost, and multiple parts had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.